Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that after implant, the left ventricular lead exhibited a lead anomaly. The lead was explanted and replaced on (B)(6) 2014.